Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total lap hysterectomy, the needle broke off at the center of the needle into the patient. A 4mm of the needle was left in the patient as they were not able to find the needle. An x-ray was performed but the broken needle was not found.